Manufacturer narrative:
Additional device information for v.a.c.® granufoam¿ dressing lot number 7239966v009: expiration date: 31-oct-2022. Unique identifier (UDI) #: (B)(4). Device manufacture date: 08-nov-2019. Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: the patient allegedly experienced technical issues with the activ.a.c.¿ therapy system and the wound was saturated upon removal of the v.a.c.® granufoam¿ dressing. On 26-feb-2020, the following information was reported to kci by the nurse: the patient allegedly developed maceration that required debridement to resolve the issue. The patient was subsequently placed back on v.a.c.® therapy. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On 18-mar-2020, a device history review was performed for v.a.c.® granufoam¿ dressing lot number 7239966v009. All end release testing of the product and packaging met specifications.